Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The potential root cause was not provided, and the treating doctor is unsure if the reported symptoms are related to the use of the invisalign system aligners. Per align's clinical review of this event, there are no signs of pre-existing clinical conditions that could be related to the reported symptoms. The available records from the primary order show a healthy tooth #30, with no restoration, no cavities, and no bone loss. This event is being filed as an MDR as the treating doctor reported that the patient had symptom of tooth extraction (serious injury) and the invisalign system aligners were being used.

Event description:
The treating doctor reported that the patient had symptoms of tooth #30 split in half, infection and tooth extraction (tooth #30). The treating doctor reported that the patient required medical intervention, dentist, to alleviate the reported symptoms of fracture, infection, and the extraction of tooth #30. The treating doctor reported that the patient was prescribed antibiotics to alleviate the reported symptoms. The treating doctor reported that the patient is continuing to use the aligners (requested more aligners through warranty request) and is currently asymptomatic.